Event description:
Some of tampon remained inside - vagina [foreign body in reproductive tract]. Some of the tampon came out...some remained inside me [device breakage]. Case narrative: consumer reported via phone that some tampon stayed inside during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Some of tampon remained inside - vagina [foreign body in reproductive tract]. Some of the tampon came out...some remained inside me [device breakage]. Case narrative: consumer reported via phone that some tampon stayed inside during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Some of tampon remained inside - vagina [foreign body in reproductive tract]. Some of the tampon came out...some remained inside me [device breakage]. Case narrative: consumer reported via phone that some tampon stayed inside during removal. No serious injury reported.

Event description:
Some of tampon remained inside - vagina [foreign body in reproductive tract]. Some of the tampon came out...some remained inside me [device breakage]. Case narrative: consumer reported via phone that some tampon stayed inside during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.